Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they had m-02 errors on the integrated electrosurgical unit (iesu). Tse had customer power cycle iesu, hard cycle iesu, and power cycle system but message persisted. At this time, it is unknown if ports were placed on the patient. Site moved to a new vision side cart (vsc) and continued with set up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue but still replaced the vio integrated electrosurgical generator unit (iesu) for the customer. They system was tested and ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the customer reported complaint during in-house testing. Upon visual inspection, no issues were found to be related to the reported event. During the system test unit displayed m-02-3. As a result of these findings, the root cause of the reported event happened in the field 25913 m-02 module timeout.

Manufacturer narrative:
The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.